Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing fell apart on infusion sets and blood glucose level at the time of this event was 350 mg/dl. The patient did not notice any damage when the package was first opened. No further information available.